Event description:
It was reported that during a colonoscopy procedure, stent damage occurred. The lesion was located in an unspecified portion of the colon. An unspecified colonoscope was advanced to the lesion and an unspecified guide wire was placed. The wallflex enteral colonic 30/25 x 6 stent delivery stent system (sds) was advanced to the lesion and was adequately positioned as confirmed via endoscopic viewing and x-ray. Upon attempting to deploy the stent by retracting the outer sheath of the sds, the physician noted that the stent was "spirally contorted". Resistance was encountered while attempting to further retract the sheath and an entanglement between the sds, guidewire, and stent mesh was observed. The physician removed the sds and guide wire as a unit. The procedure was completed with another of the same device. No patient injuries or complications were reported.